Event description:
It was reported that the patient was inappropriately shocked five times due to oversensing on the right ventricular lead. During the replacement procedure, a lead fracture was visualized by the physician. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was inappropriately shocked five times due to oversensing on the right ventricular lead. During the replacement procedure, a lead fracture was visualized by the physician. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer insulation had a cosmetic depression.